Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that while inserting the cannula into the patient's hip joint capsule, the cannula broke off into the patient. The cannula was able to be retrieved by the surgeon, and it was confirmed nothing was still retained in the patient by x-ray.